Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Pocket infection was noted. It was stated that the physician decided to sterilize the device and reimplant from the right side. There was no vegetation on the lead. It was reported that the system was explanted due to infection. It was stated that the lead was unable to be unscrewed from the device at the time of explant. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The patient was stable. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies found.